Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by feeling unwell. The cause of peritonitis was unknown. A day after event onset, the patient was hospitalized for the peritonitis event. The patient was treated vancomycin injection (1gm, ongoing, route, frequency, not reported) and ceftazidime injection (1gm, ongoing, route, frequency not reported) for the event. At the time of this report, the patient was recovered from the event. The patient was discharged 11 days after hospital admission. Pd therapy was ongoing. No additional information is available.